Event description:
It was reported that during central processing, a small piece of the insulating component on the maryland bipolar forceps instrument was missing. The instrument was not used.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's conductor wire was damaged insulation. There was a small piece of the conductor insulation missing which most likely touched from another object from the angle of the damage. Failure analysis concluded that the damage may be due mishandling/misuse. 48- failure analysis also found the following damages: the instrument's yaw pulley had char marks. Yaw pulleys exhibited charring and localized melting at the grip base. The charring may be due to a breach in the insulation. Electrical continuity passed. There were also scratches on the surface of the distal pulley. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported small piece of the conductor insulation missing if to recur could cause or contribute to an adverse event.